Event description:
The patient had a cardioseal device placed approximately one month prior for patent foramen ovale (pfo). The patient had a history of prior stroke and presented with current visual disturbances and a near-syncopal episode. Transesophageal echocardiogram (tee) revealed adequate closure of the atrial septal defect (asd). However, there were areas of thrombus adjacent to the closure device on the left atrial side. As a result, the closure device was removed and primary repair of the asd was performed.